Event description:
It was reported that during a stenting treatment procedure, the delivery device became stuck on the guide wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left internal carotid artery (ica). The 8.0-29 carotid wallstent was advanced to the lesion without issue. When the stent was deployed approximately 25-30%, the outer sheath "contracted and wrinkled" prohibiting further deployment. The stent was able to be reconstrained; however, the stent delivery device (sds) became stuck on the non bsc hydrophilic guide wire. The physician was able to remove the sds and the guide wire together as a unit without issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found that the stent was fully mounted and there was dried blood along the shaft. The outer sheath was broken in 2 locations distal to the shrink tubing, leaving a section measuring approximately 2mm between the shrink tubing and the distal section of the outer sheath. The outer sheath was accordioned at the proximal end. A slight bend was noted in the metal shaft. It was not possible to retract the outer sheath by hand. The shaft was dissected proximal to the monorail exit and the inner lumen and the stent were withdrawn without any resistance. No issues were noted with the inner lumen or with the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the delivery device became stuck on the guide wire. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left internal carotid artery (ica). The 8.0-29 carotid wallstent was advanced to the lesion without issue. When the stent was deployed approximately 25-30%, the outer sheath "contracted and wrinkled" prohibiting further deployment. The stent was able to be reconstrained; however, the stent delivery device (sds) became stuck on the non bsc hydrophilic guide wire. The physician was able to remove the sds and the guide wire together as a unit without issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.